Event description:
The device was attached to a patient using disposable defibrillation electrodes. The device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. A backup defibrillator was made available and used to administer shock to the patient. The patient was resuscitated.